Event description:
Baxter call ctr in japan reports home pt reported "a leak" during automated peritoneal dialysis therapy with homechoice set. Home pt was asked to discontinue treatment and set up new supplies. No pt injury or medical intervention reported.